Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was hot to touch. Upon review of the t:connect data logs, tandem technical support confirmed that no temperature alarms occurred. Reportedly, the customer's blood glucose (bg) was 489 mg/dl and was addressed by changing supplies and delivering a correction bolus via the pump. After a system check was performed. The customer reported that the pump was showing bg levels dropping as expected.